Manufacturer narrative:
This report is submitted on february 02, 2017.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 17, 2017.